Event description:
Customer reportedly had low blood glucose symptoms with blood glucose result near 300 mg/dl obtained on the aviva system. Emergency medical technicians (emts) were called, and result of 50 mg/dl was obtained on their meter (timeframe between customer's results and emt's result is not known). Customer was treated with an IV and glucose; customer was taken to the hospital and discharged 6 days later. Customer's test strips are stored in carrying case (product labeling advises to store test strips in their original vial). Requested return of suspect device, however customer no longer has the test strips; replacement was sent.